Event description:
It was reported that during a procedure the device lost pressure and would not reinflate. This occurred at the end of the procedure. There was minimal bleed through into the surgical site. No medical intervention was required.

Manufacturer narrative:
The device was evaluated and performed within specifications.

Event description:
It was reported that during a procedure, the device lost pressure and would not reinflate. This occurred at the end of the procedure. There was minimal bleed through into the surgical site. No medical intervention was required.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete. Device not received.